Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445, lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was received post mortem from a funeral home. Per the manufacture's database the patient died approximately 3 years post implant of the implantable pulse generator (ipg) and 10 years post implant of the leads. Cause of death was sepsis, bacteremia and acute renal failure. The source of the sepsis was not reported.